Manufacturer narrative:
The customer reported that the device sparked, then emitted a burning smell, and then failed to power up. There was no pt involvement. Since the user would be disinclined to use the defibrillator, due to the observed spark and smell, and the unit would no longer power up, we will consider this a reportable malfunction of the unit. Since this unit has been out of support life since 12/31/2006, the specific cause of the malfunction can not be determined.

Event description:
The customer reported that the device sparked, then emitted a burning smell, and then failed to power up. There was no pt involvement.